Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was removed about 3 months ago due to possible infection at the battery site. The extensions were cut and left at this time. The battery was replaced and a new extension was placed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the removed device was discarded. No further complications were reported.